Manufacturer narrative:
(B)(4).

Event description:
It was reported by the rn that the intra-aortic balloon pump (iabp) alarmed system error 7. The rn tried a couple of times to get the pump to start pumping but kept receiving system error 7 alarms. The clinical support specialist (css) had the rn cycle the power, but the alarm was still being received. A second attempt was made, and the pump started pumping. The css recommended that the rn switch out the pump. As a result, the pump was swapped out for another. There was a report of delay in therapy. There was no report of patient complication or serious injury and death.

Event description:
It was reported by the rn that the intra-aortic balloon pump (iabp) alarmed system error 7. The rn tried a couple of times to get the pump to start pumping but kept receiving system error 7 alarms. The clinical support specialist (css) had the rn cycle the power, but the alarm was still being received. A second attempt was made, and the pump started pumping. The css recommended that the rn switch out the pump. As a result, the pump was swapped out for another. There was a report of delay in therapy. There was no report of patient complication or serious injury and death.

Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation. The reported complaint of alarm, system error 7 was confirmed by the certified hospital biomed. According to information received, a loose cable connection between the pump and display was noted. The cable was tightened by the biomed, and the issue was resolved. The root cause of this complaint is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. The reported complaint will be monitored for any developing trends. No further action required at this time.